Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The battery pack was found to be at the end of its useful life and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "filament regulator fail" upon initialization rendering the system non operational. There was no adverse pt involvement reported. There was no pt information reported.